Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf uni-directional navigation catheter and a decanav electrophysiology catheter and at the end of the procedure, the patient experienced bradycardia and cardiac arrest that required cardiopulmonary resuscitation (CPR), temporary pacing, and prolonged hospitalization. The patient's heart rate got very slow and eventually stopped. The patient was in flutter when they first came in. During the procedure, they were able to get into sinus rhythm but became bradycardic. The physician was trying to mark a his but couldn't and the heart rate became slower and slower. Caller stated they inserted a temporary pacer wire through the neck to help the bradycardia. The heartbeat continued to get so slow that it stopped beating. They did CPR on the patient for about 20-25 mins and shocked the patient to get the rhythm back again. Once they had blood pressure and they were able to capture the heart again, they stopped pacing from the temporary pacing wire and the deca nav catheter. The patient's heart was beating on its own at this point so the temporary pacing wire was removed. The physician did not know what caused the heart to stop but noted that the patient may have been in flutter for so long that the patient may have gone into bradycardia after coming out of flutter. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02492 for product code (B)(4) (thermocool® smart touch® sf uni-directional navigation catheter). (2) MFR # 2029046-2023-02493 for product code (B)(4) (decanav electrophysiology catheter.

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf uni-directional navigation catheter and a decanav electrophysiology catheter and at the end of the procedure, the patient experienced bradycardia and cardiac arrest that required cardiopulmonary resuscitation (CPR), temporary pacing, and prolonged hospitalization. The patient's heart rate got very slow and eventually stopped. The patient was in flutter when they first came in. During the procedure, they were able to get into sinus rhythm but became bradycardic. The physician was trying to mark a his but couldn't and the heart rate became slower and slower. Caller stated they inserted a temporary pacer wire through the neck to help the bradycardia. The heartbeat continued to get so slow that it stopped beating. They did CPR on the patient for about 20-25 mins and shocked the patient to get the rhythm back again. Once they had blood pressure and they were able to capture the heart again, they stopped pacing from the temporary pacing wire and the deca nav catheter. The patient's heart was beating on its own at this point so the temporary pacing wire was removed. The physician did not know what caused the heart to stop but noted that the patient may have been in flutter for so long that the patient may have gone into bradycardia after coming out of flutter. Additional information received indicated the patient required extended hospitalization and then was reported to have improved. The only catheter in the body was a deca nav catheter and a vizigo sheath when the heart stopped but later stated that the soundstar catheter was also in the body. This is being reported under the ablation catheter as the event occurred at the end of the procedure, indicating that ablation did occur. This event will also be captured under the decanav catheter as this was being manipulated inside the body at the time of the event (indicated by physician attempting to "mark a his") and cannot be ruled out as a contributor to the adverse event. The vizigo and soundstar did not have direct contact with cardiac tissue at the time of the event.

Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, incomplete UDI was provided without an explanation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 12-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf uni-directional navigation catheter and a decanav electrophysiology catheter and at the end of the procedure, the patient experienced bradycardia and cardiac arrest that required cardiopulmonary resuscitation (CPR), temporary pacing, and prolonged hospitalization. The patient's heart rate got very slow and eventually stopped. The patient was in flutter when they first came in. During the procedure, they were able to get into sinus rhythm but became bradycardic. The physician was trying to mark a his but couldn't and the heart rate became slower and slower. Caller stated they inserted a temporary pacer wire through the neck to help the bradycardia. The heartbeat continued to get so slow that it stopped beating. They did CPR on the patient for about 20-25 mins and shocked the patient to get the rhythm back again. Once they had blood pressure and they were able to capture the heart again, they stopped pacing from the temporary pacing wire and the deca nav catheter. The patient's heart was beating on its own at this point so the temporary pacing wire was removed. The physician did not know what caused the heart to stop but noted that the patient may have been in flutter for so long that the patient may have gone into bradycardia after coming out of flutter. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. On 26-sep-2024, the lot number for the device was identified during product evaluation as 31125905m. Field d4 lot has been populated with this information. Additionally, a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Note: the full UDI has now been provided under field d4. Primary UDI number. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # :(B)(4).